Event description:
A false positive advia centaur xp hbsag result that was confirmed was obtained on a patient serum sample and was considered discordant when compared to the result from the patient plasma sample. The patient samples were tested at a reference laboratory on the advia centaur and the results were similar. Both patient serum and plasma samples were then tested on an alternate method and the results were negative. It is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant hbsag results.

Manufacturer narrative:
(B)(4). On (B)(4) 2013 additional information: the customer sent the serum and plasma samples to siemens healthcare diagnostics for further testing and investigation. The samples were tested on three lots for the advia centaur (B)(6) assay. The lot numbers were 167, 169 and 170. The plasma and serum samples were both reactive across all three lots. The plasma sample had index values of 1(B)(6). The serum sample had index values of (B)(6). The plasma and serum samples were also run on the advia centaur hbsag confirmatory assay with lot 169. The serum sample confirmed with 103% neutralization and the plasma sample confirmed with 104% neutralization. (B)(6). The cause for the discordant (B)(6) results is unknown.

Manufacturer narrative:
The cause for the discordant hbsag result is unknown. The patient samples have been requested for evaluation at the manufacturing site. The instrument is performing within specifications. No further evaluation of the device is required. The information for use (IFU) states in the limitations section: "for diagnostic purposes, the advia centaur hbsag test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings."